Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the history in the black box shows power issue. There was no activity outside normal use. No damage was found to the battery compartment. The pump powers on normally with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the display was noted to be dim.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
It was reported that there is no power to the pump. The patient inserts the battery and the screen remains blank, there are no audible tones or vibration.